Manufacturer narrative:
This is the same event as 3010536692-2015-02067. This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Failed femoral component of proximal tibia replacement.